Event description:
It was reported that the customer experienced a hypoglycemic event and her aviva system was unavailable for use. The customer reported that she took 120 units of toujeo and 10 units of novolog between the time of 8:00 am-9:00 am. The customer indicated that this is her prescribed dosage. At 10:00 am the customer experienced low blood glucose symptoms and was confused; at this time the customer attempted to test with her aviva system; however, it did not power on. Soon after she attempted to test on her device, she lost consciousness. The customer's children discovered her unconscious on the kitchen floor at 5:00 pm. The children immediately treated her with candy and called 911. The emt's arrived around 6:00 pm and received a blood glucose result on 24 mg/dl on their device. The emt's treated the customer with an unknown IV and transported the customer to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 78 mg/dl. The type of treatment given at the hospital was unknown. The patient was hospitalized from (B)(6) 2018. The blood glucose monitor was requested to be returned for product evaluation.